Event description:
It was reported that the physician experienced friction between the guidewire (subject device) and the microcatheter. Initial inspection of returned complaint device found the polytetrafluoroethylene (ptfe) coating to be flaking off the wire. Further analysis is being performed on the subject device.

Manufacturer narrative:
A complete analysis is being performed on the subject device. When the analysis of the device has been completed, a supplemental report will be filed detailing the findings.